Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the clinical staff found that the spo2 reading with the intellivue x3 monitor was 10 points lower than when measured with the intellivue mp90 patient monitor used with an intellivue multi measurement server (mms).the spo2 value on a patient was 90% with the x3, while the mp90 reported an spo2 level of about 100%. A falsely low spo2 level may prompt the clinician to increase oxygen delivery when this is not indicated. No death or patient injury or harm was reported.